Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed and the pvl did not improve. A second transcatheter bioprosthetic valve was placed valve-in-valve , resulting in mild pvl. No additional adverse patient effects were reported.